Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was exposed outside the body when the device was removed after both buttons were pressed. The exposed sealant was removed and manual compression was performed to complete hemostasis. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. The sealant was exposed at the puncture point but did not stick to the device. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. A 6f 11 cm brite tip cordis sheath introducer was used simultaneously during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity or calcium present near the puncture site. A 6f brite tip cordis retrograde puncture was performed to treat the superficial femoral artery (sfa). There were no notable findings of shallow vessel depth. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer had completed the 2nd step of mynx training. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusions: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was exposed outside the body when the device was removed after both buttons were pressed. The exposed sealant was removed and manual compression was performed to complete hemostasis. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. The sealant was exposed at the puncture point but did not stick to the device. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. A 6f 11cm brite tip cordis sheath introducer was used simultaneously during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity or calcium present near the puncture site. A 6f brite tip cordis retrograde puncture was performed to treat the superficial femoral artery (sfa). There were no notable findings of shallow vessel depth. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer had completed the 2nd step of mynx training. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. Additionally, a transparent plastic container was returned together with the device, and per the photo provided by the decontamination site, it was observed that the sealant was initially inside this container; however, upon receipt, the sealant was found outside the container. Therefore, the sealant was received fully deployed and separated from the device; consequently, the sealant sleeves were covering the sealant. Regarding the sealant sleeves, no abnormalities were observed. A 6f cordis brite tip catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated and not retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the condition of the returned device did not match the reported event, as the event stated that the device was removed after both buttons were pressed, whereas button 2 was received not depressed. The simulated deployment test could not be performed since the sealant was received fully deployed and separated from the device. However, because button 2 was received not depressed, an attempt was made to verify its complete depression, which was successfully performed without any anomalies. Additionally, the balloon retracted without any issues during this test. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the returned device as it was received with the sealant separated from the device and was not deployed into the patient. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.